Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. The fat department received a scroll compressor with a reported unit failure of compressor failure error code 14. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed the scroll compressor in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department ran the test for 2 hours and could not verify the compressor failure experienced by the customer. Retaining the scroll compressor in the fat department. A getinge field service engineer (fse) confirmed several powers on fault code 14, indicating compressor failure. Fse replaced compressor (d119-00-0236) and mufflers (d103-00-0631, d103-00-0499) per latest service manual. This corrected issue. Performed full system calibration. Replaced both expired li ion batteries (d146-00-0097) and consumed buna o-ring (d354-00-0208). Device passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a compressor alarm (power up fault code 14 prior compressor failure etf) error message. There was no patient involvement.